Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, an unspecified malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.